Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Root cause could not be determined. The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was approximately 300 mg/dl. During a systems check with tandem technical support (cts) customer reported filling the cartridge with cold insulin. Cts educated customer on cartridge/insulin labeling. It was also discovered the customer was not properly completing the air flow extraction step. Cts educated customer on the users guide for removing excess air from the cartridge. Customer continued to use the pump for insulin therapy.